Event description:
The customer contact reported that during testing by the user facility's biomedical engineer, the device delivered a measured volume of 12.5ml from an expected delivery of 15ml. Delivery accuracy specification for this device requires delivery of +/- 5% of the set amount. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.